Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports their blood glucose had gotten so high because of a heart attack. The customer put on the sensor and it failed next day. The customer tried again in the hospital and the sensor failed again. The next day the customer was home and the sensor failed again within 1/2 hour. Customer response: his endocrinologist says it is fairly normal to have blood sugar spike after a heart attack. Customer treated for their high blood glucose with hospitalization because the customer had a heart attack and his blood sugars went up to 350. Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer no further troubleshooting is needed and this report was just to document the hospitalization of the customer. The customer is feeling fine and is back on the insulin pump and has his blood sugars under control. Product will not be returned for analysis.